Event description:
It was reported that during a supply change, the user inserted the infusion needle into the body but did not attach the infusion site to the anchor, and the user did not observe expected insulin drops during a press-and-hold due to a semi-filled cartridge and unconnected infusion set; no unintentional insulin delivery occurred. No adverse clinical effects. Outcomes included no clinical impact and no hospitalization. Investigation included troubleshooting and user education conducted by customer care. Investigation of this case revealed user setup error with the infusion set not connected at the anchor and an underfilled cartridge contributing to the user¿s observation, and proper replacement and priming restored expected function. It was concluded, based on previously established findings for similar reports, that the cause was user error.